Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was confirmed on the insertion section of the device, but a root cause could not be identified for the presence of this material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that rubber has crystallized with stains that can't be cleared away on the gastrointestinal videoscope. The issue was found during maintenance. There were no reports of patient involvement.